Manufacturer narrative:
Evaluation summary attached: customer report was not confirmed. Balloon inflated and maintained inflation without any leakage for more than 5 minutes. Balloon was intact. No leakage or defect was found from balloon bonds. No visible blood was found at balloon. Based on this information, this is not a reportable event and no medwatch should have been filed.

Manufacturer narrative:
Device not returned.

Event description:
Balloon leakage during use. There seemed to be a leak in the balloon based on the fact that blood was present in the balloon.